Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. The 90% stenosed target lesion was located in the moderately calcified, moderately tortuous right coronary artery (rca). The physician had implanted a promus premier stent in the rca with the use of a guidezilla extension catheter. When the physician was removing the guidezilla, resistance was encountered just after the guidezilla passed through the jr curve within a non bsc guide catheter. During removal the physician was trying not to apply excessive tension to the device. Although the physician felt resistance, he continued to pull the guidezilla, and the device separated. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Event description:
It was reported the shaft broke. The 90% stenosed target lesion was located in the moderately calcified, moderately tortuous right coronary artery (rca). The physician had implanted a promus premier stent in the rca with the use of a guidezilla extension catheter. When the physician was removing the guidezilla, resistance was encountered just after the guidezilla passed through the jr curve within a non bsc guide catheter. During removal the physician was trying not to apply excessive tension to the device. Although the physician felt resistance, he continued to pull the gudiezilla, and the device separated. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks in the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip and met specification. A qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination presented no damage or irregularities to the tip. A promus element plus stent delivery system was used for functional testing. The promus element plus was advanced through the collar with no resistance; however, functional testing could not be fully performed due the device separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).